Event description:
The surgeon implanted a cc4204bf collamer plate lens and then explanted it. The facility was unable to provide any info as to why the lens was removed or if there was any pt injury or product malfunction. An msi-pf injector and an sfc-25 fp cartridge were used bu the facility was unable to provide the lot numbers.